Event description:
Philips received a complaint from the customer reporting the v60 ventilator alarmed with a blower temperature too high error message. The device was in clinical use. There was no report of harm to the patient. The device did not meet specification for intended use and was removed from service. The customer biomedical engineer (bme) evaluated the issue and confirmed the device alarmed with diagnostic code 1002 which indicates a high blower temperature. Investigation ongoing.

Manufacturer narrative:
Philips received a complaint from the customer reporting the v60 ventilator alarmed with a blower temperature too high error message. The device was in clinical use. There was no report of harm to the patient. The device did not meet specification for intended use and was removed from service. The customer biomedical engineer (bme) evaluated the issue and confirmed the device alarmed with diagnostic code 1002 which indicates a high blower temperature. Per good faith effort (gfe) response, it was confirmed that during operation of the ventilator, an alarm (1002) was triggered, indicating that the blower temperature was too high. Investigation determined that the ventilator had not been cleaned of dust for an extended period, which resulted in a damaged cooling fan. The ventilator was temporarily replaced, which caused a brief interruption in therapy. No adverse patient effects occurred as a result of this event. Troubleshooting confirmed that the high blower temperature was caused by the damaged cooling fan. The hospital arranged for a third party to replace the fan, after which the ventilator returned to normal operation. No injuries were reported. Following the repair, the device successfully passed performance specification testing and was returned to service. The defective cooling fan was discarded and not returned to respironics. The investigation concludes that no further action is required at this time. Should additional information become available, the complaint file will be reopened. If /when components are received, an evaluation will be conducted and an additional report will be submitted.